Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, unexpected entry guide manipulator (egm) movement during instrument exchange. The customer confirmed that port clutch is not activated. There is no collision or obstruction with manipulators. The procedure will be continued robotically. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and tightened the shoulder motor mounting screws. The system was verified and ready for use.